Event description:
Hill-rom received a report from the account stating that the siderail would not latch. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the right intermediate siderail latch had sticky fluid on it. Per the hill-rom service manual, the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician cleaned and lubricated the latch to resolve the issue. Based on this info, no further action is required.